Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (customer's mother) reported that on (B)(6) 2015, at approximately 8:00 a.m., the customer "was violently throwing up" and when the caller attempted to test the customer's blood glucose on the adc meter, she was unsuccessful due to an error 6 message appearing on the meter display. Customer was taken to a local hospital where she was diagnosed with hyperglycemia and administered unspecified intravenous treatment. Caller additionally reported the customer was hospitalized and it is unknown when the customer was released. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.